Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "does not infuse" was not reproduced. Evaluation performed flow rate accuracy testing and the device passed the test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to infuse during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.